Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the belt connector was unable to insert securely into a monitor, causing the faults. The root cause for the damaged connector was physical damage. No adverse event resulted from the damaged monitor.